Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that she was changing her infusion set when the alarm occurred. Customer's blood glucose level was over 300 mg/dl. Customer stated that she is disconnected and when she reconnects the tubing connector multiple times, it resolves the no delivery alarm. Customer does not want to return the set or reservoir for analysis. Customer was advised to call back when the alarm occurs. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.